Manufacturer narrative:
Product analysis: at analysis it was determined that the output connectors were broken. All found defective parts were replaced and all other identified issues were resolved. The generator then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for scheduled maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.